Manufacturer narrative:
Device received with segmented display with black spots due cracked lcd glass display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to device segmented display with black spots. During visual inspection, found electronic stack and motor moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had solid white flashing display. Customer stated that insulin pump was bumped. Customer reported display was solid white. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.